Event description:
Additional information was reported that the hospital has retained the device and it is not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that a lead revision was performed to replace a right ventricular (rv) lead that exhibited loss of capture. All measurements were in normal range with the newly implanted rv lead. Later that same day, the rv lead presented with loss of capture. Another follow up was performed the next day and noise and intermittent capture was noted with the rv lead. The patient was kept in the hospital for over a week and the same observations were noted during each follow up. An issue was suspected with the pacemaker and another revision was performed. During the procedure, it was noted that although the rv lead was inserted into the port, the pacemaker's setscrew was not engaged. The pacemaker was replaced and will be returned for laboratory analysis. The rv lead remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information from the patient's daughter that this device was not working properly. No additional details were provided. No adverse patient effects were reported. Our records currently indicate that this device remains implanted and in service. There have been no reported allegations against the functionality of this device.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.